Event description:
A dialysis facility reported that a machine caught fire while in heat disinfection mode. The staff heard "popping sounds," noticed a burning smell and saw smoke coming from the machine. The staff also reported seeing flames coming from the back of the machine. They unplugged it and pushed it outside of the treatment area. There was no staff or pt injury.